Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller stated during the pt's implant procedure and since, the pt has had multiple electrode pairs showing short circuits and it has got worse since the implant. The caller states the pt is not getting benefit from therapy (particularly on the pt's right side). Caller noted the leads were close/touching when implanted. Caller believes 3/4 and 11/12 contacts were short at the time or near the time of implant. Agent and caller reviewed why a lead would have a short circuit and why it would potentially get worse over time. Agent reviewed attempting to program on viable contacts and to consider imaging of the system.

Event description:
Additional information received from the healthcare provider reported that the cause of the issue was not determined. The physician replaced the leads and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.